Event description:
Patient underwent exploratory laparotomy with reduction and repair of umbilical hernia; low anterior resection of the rectosigmoid colon. The abdomen was explored and a tumor of the rectosigmod colon was noted 11 cm. From the anal verge. An adequate margin of bowel was dissected away. The superior hemorrhoidal vessels were clamped and tied with heavy silk free tie sutures. Then the bowel was cleaned off to allow a ta-55 4.8mm. Stapler to be fired. The stapler was fixed in position and care was taken to avoid injury to any surrounding structures. The stapler was then fired and the colon was then resected. The lumen was inspected and there was a good inch and a half of normal mucosa visually distal to the obvious tumor which could be seen through the lumen. The bowel clamp was then placed on the bowel to avoid any contaimanation. The stapler was removed and some stool was noted near the rectal stump. Further inspection by grasping the bowel with a babcock revealed that the stapler had malfunctioned. Although there were staples in the anterior wall of the rectum these had failed to mold themselves and had not engaged the back wall of the bowel. As many staples as possible were removed and hand sewn prolene suture was then placed around the circumference of the bowel for a purse string and the operation was then modified to place the eea stapler through an enterotomy proximal to the anastomosis in order to accomplish low anterior resection. This was accomplished for hand sewn purse string. A 28 eea stapler was positioned and properly fixed. It was noted that neither side had a good donut. The entire anastomosis was reinforced with 3.0 silk interrupeted lembert sutures to create a good inverting anastomosis. It was noted because of the stapler malfunction and poor rings that were noted when the eea stapler was removed it was felt that patient would be better served with a diverting right transverse colostomy which was then performed.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.